Event description:
It was reported that at the beginning of the implant, while the physician was obtaining intra-jugular (ij) access, it was noted that the vessel appeared to be dissected. It was reported that there was unexpected right ij stenosis resulting in a sheath (cook medical) perforation and fistula between the jugular and right subclavian artery with mediastinal hemorrhage. Only the 12 french sheath had been inserted at the time of the event. The patient had right shoulder pain. Cath lab staff and physicians took over to stabilize the patient. They performed volume resuscitation along with deployment of an occlusive balloon at the assessed location two times. The patient became stable, and the physician chose to continue the sensor implant. The right heart catheterization (rhc) was performed through the right femoral vein, and the cardiomems sensor was deployed and calibrated without difficulty. The patient left the catheterization lab in stable condition. Post procedure CT scan of chest was performed. The patient was admitted to the critical care unit. Procedure was delayed due to interventions. No induction of anesthesia/ no vasopressive drugs. As of (B)(6) 2025 patient¿s current status was critically ill/ plan for discharge pending patient outcomes/status. On (B)(6) 2025 the clinic reported the patient had expired. The cause of death could not be confirmed by the healthcare provider. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).